Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the unit and found the red and black wires of the compressor had shorted on the pump housing. The rubber grommet was missing that helps prevent the wire harnesses from rubbing against pump housing. The fse also found that the he bulk 10a fuse had blown due to a short. The fse replaced the compressor, grommet and 10 a fuse to resolve the issue. In addition, the fse also replaced missing screws on the pump housing cover. The fse then proceeded to reboot the system and electrical failure code 50 alarmed. To address the issue, the fse replaced the motor control pcb. The fse reviewed the diagnostic logs and found failure code 120 had displayed multiple times, in which the fse could not reproduce during testing. The fse performed functional tests without any further failures. The unit passed all safety, calibration, and functionality checks to factory specifications. The unit was released to customer and cleared for clinical use.

Event description:
It was reported that during a routine check that the cs300 intra-aortic balloon pump (iabp) had no power and would not turn on and that the power supply may be defective. There was not patient involvement and no adverse event reported.